Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics w/maxzero 22g x 1.00 in leaked it was reported by customer that "leaking observed at connection of maxzero and diffusics" verbatim: leaking observed at connection of maxzero and diffusics

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 used physical sample submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the samples. Analysis of the sample showed that visual inspection was performed and no damage was observed. A leak test was also performed on the 1 physical sample and no leakage was observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.